Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced tip clamp and plunger clamp position 8 and performed alignments and volume verification. The instrument was cleaned, tested without further problem, and returned to service.